Manufacturer narrative:
B3: event date month and year valid. H3: a manufacturer representative (rep) went to the site to test the navigation system. A planned maintenance (pm) was performed and the rep discovered there was a communication issue detected when importing studies form the x-ray service. The device passed electronic picture archiving and communication systems (pacs)/digital intercommunication of medicine (dicom) communication tests. Codes: b01, c0401, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a communication issue detected during planned maintenance (pm) when importing studies from the x-ray service. The device passed electronic picture archiving and communication systems (pacs)/digital intercommunication of medicine (dicom) communication tests. There was no patient involvement.

Manufacturer narrative:
D10: concomitant product: product ID: 9736356, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, e1-e3: initial reporter information has been updated h2, g2: report source information has been updated to include a health professional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.